Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged false positive results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample using the cobas® sars-cov2/influenza a/b assay. On (B)(6) 2021 the customer reported that they observed a sars-cov-2 positive result for a patient sample generated on the cobas liat system. Patient sample collection was not provided. The customer confirmed there was no allegation of harm to the patient. Unknown if the result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The investigation did not show product issue. Samples were not requested as the evidence indicates the discrepant results are due to samples at limit of detection (lod). Additional testing would not add value, as results are known to waiver when near the limit of detection (lod). (B)(4).